Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Upon the ccc specialist's instructions, the customer inspected the aliquot probe, which appeared straight. The customer cleaned the aliquot probe tip, drain, and housing and ran quick check, which passed. The customer reset the dimension vista. The customer repeated sample ID (B)(6) on s/n: (B)(4), which resulted acceptable. The aliquot alignment was still failing at the baseplate. A siemens customer service engineer (cse) was dispatched to the customer site. After analyzing the instrument, the cse replaced the aliquot probe as it was bent. The cse homed and aligned the probe in diagnostics after cleaning all touch points. The cse performed a quick check, which passed. The instrument and aliquot probe counter was reset. Quality control was run, which was within acceptable range. The samples were repeated on the original dimension vista (s/n (B)(4)) instrument and the results matched with those obtained on the alternate dimension vista instrument. The bent aliquot probe was identified as the potential cause of the discordant co2, ctni and glu results. The instrument is operating within manufacturing specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low carbon dioxide (co2) results were obtained on two patient samples on a dimension vista 500 instrument. Additionally, discordant, falsely low cardiac troponin-I (ctni) result was obtained on sample ID (B)(6) and discordant, falsely elevated glucose (glu) result was obtained on sample ID (B)(6). The initial co2 and glu results were not reported to the physician(s), while the initial ctni result was reported to the physician(s). The samples were repeated on an alternate dimension vista instrument, resulting different than the initial results and matching with the patients' history. After troubleshooting, the samples were repeated on the original dimension vista (s/n: (B)(4)) instrument, which matched the results obtained on the alternate dimension vista instrument. The results obtained on the alternate dimension vista instrument were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant co2, ctni and glu results.